Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm during basal on the insulin pump. The customer's blood glucose 11 mmol/l. The customer has a back up plan per healthcare provider instruction. The customer insulin pump was not dropped nor bumped nor exposed on moisture. The insulin pump replacement is needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.